Event description:
Related manufacturer reference number: 2017865-2021-37325. It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited noise reversions due to oversensing of signals. During the revision procedure on (B)(6) 2021, the rv and right atrial (ra) leads were noted to have visible indentation damage where the leads rubbed together. The rv and ra leads were repaired. The patient was stable prior, during and post procedure.